Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v248458, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v280352, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that there was skin erosion at the burr hole and the extension/lead connection; the patient's skin reacted to the implant. It was stated that this is a recurrent problem so the entire system was explanted. The rep also noted that the patient's skin reaction had an undetermined origin, but the issue was resolved following the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.